Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ per tandem user guide: "do not remove the used cartridge from the pump during the load process until prompted on the pump screen." H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve each issue. There was no reported adverse impact to the customer's blood glucose level.